Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported breakage suture. Two unused opened samples of product code j346, lot pa7019 were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of two samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance: breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. The suture broke while suturing. A similar device was used to complete the case. There were no adverse patient consequences. Additional information was requested.